Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified mid rca lesion exhibiting no vessel tortuosity and 90% stenosis. Device was inspected before use. The lesion was pre-dilated. Slight resistance was noted while advancing to the lesion, even after a few inflations of balloons with high pressure. It was reported that the stent struts were broken after several attempts to cross the calcified target lesion. The procedure was completed with another resolute onyx (2.5x34mm). No patient complications reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.